Event description:
It was reported that during a port placement procedure, the catheter was allegedly fractured in medial segment. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter in three segments and one unsealed safety infusion set was returned for evaluation. Gross visual, microscopic and functional testing were performed. Five photos were received for evaluation. The proximal catheter segment returned measured approximately 12.7cm in length, second catheter segment returned measured approximately 5.0cm in length and the distal catheter segment returned measured approximately 11.6cm in length. The edges of the complete circumferential break on the proximal end of the proximal catheter segment, complete diagonal break on the proximal end of the second catheter segment were noted to be uneven. The surface of the distal end of the second catheter segment were noted to be rough in one region and smooth on the other region. Therefore, investigation is confirmed for the reported fracture and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly fractured in medial segment. The procedure was completed by using another device. There was no reported patient injury.